Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -5.00/+1.0/x088. Device evaluated by manufacturer: no, lens remains implanted. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 -5.0/+1.0/x088 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. Suspected endophtalmitis was noted on (B)(6) 2015. The lens remains implanted. Possibly plan to exchange.